Manufacturer narrative:
Sample type for this assay is random urine. No sample issues are noted. Customer has indicated that qc results are within expected range. This issue is currently being investigated by field service and technical support. No root cause is known at this time as the issue is under investigation at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erratic microalbumin (ma) results that were reported out of the laboratory for several samples, generated by the image 800 immunochemistry system. The customer indicated that there has been no affect to patient treatment.